Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot # v276341, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot # v276341, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
The patient saw eos/eol message on his patient programmer (pp). He has had his implant for 4.5 years. It was stated that ¿sometime in the last 5 months¿ he saw the eri message. On (B)(6) his report said battery was ok, 2.65v. His doctor informed him that the battery was running low. This morning he saw an eos message on his device but then 5 minutes ago it went back to eri. His device was on and he has not had a return of symptoms. He was scheduled for a device replacement on (B)(6) 2013. The patient was not sure if his battery would last that long. He has only turned his device off once in the past 4 years and he was ¿jerking all over the place¿ so he would know if the device was off. His current battery voltage reading was 2.22v. He was not sure what to do if his battery dies before his replacement. Additional information has been requested.